Manufacturer narrative:
The investigation for thrombus and low pump flow has been completed. Returned complaint device was visually inspected. No biomaterial observed. No cannula kink or broken blade found. Impella connected to aic to reproduce the low pump flow issue. Pump run for more than 10 minute at p-9. No low pump flow observed and it was running within specification flow range. Data logs confirm low flow at p7 with a sudden drop in mc and drop flow to less than 1l/min with slight down shift in ps that recovers. The flows slightly increase but still under 1 liter and then drop again to practically 0 with mc also dropping. There are suction alarms, ps low, and position in ventricle alarms. The flows never recover. The cause of the low pump flow most likely was improper positioning issue due to improper technique. The root cause of the thrombus could not be determined without any additional clinical details.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
A complainant reported the patient was on impella cp support due to shock vital signs caused by cardiovascular angiography and interventions, myocarditis, and worsening heart failure. While on support, p-6 was being managed, but the left ventricle waveform was not appearing and the flow rate was 0. Suction alarm was sounding. The a-line waveform had pulse pressure and the motor waveform was flat. The catheter was removed. After removal, there was a blood clot-like substance attached to the catheter. The device was explanted due to pump flow issue. The procedural outcome was the patient survived the surgery.